Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronic assembly. Device had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the customer went into the pool with the insulin pump and then the display went blank and was beeping. The device was submerged for about 10 minutes. Blood glucose value was 163 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The device was replaced and returned for analysis.